Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent broke when pulling the string off. The stent broke into two pieces.

Manufacturer narrative:
Received 1 used inlay optima ureteral stent broken in two pieces with the original unit package. During the visual evaluation it was noted that the stent was broken. The broken section presents stress marks which indicates that the stent was stressed beyond its tensile capabilities. The stent was received outside of its individual sealed polybag. The stent dimensions were found to be within specification. The complaint has been confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.